Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe needle was sticking out. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported the needle was sticking out. Verbatim: per customer's update 01/29/2021: do you happen to have the lot# or material number available? No. Do you have the date of event? (B)(6) 2021. We understood from the document that you don¿t have samples, do you have any photo available? No.